Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Consumer stated mother's device was not working and that the magnetic to test device was also, stuck. No other info and cold connected patient. The patient experienced loss of therapy. The consumer stated patient started having a hard time peeing. She was at the hospital for not related reasons and got out of the hospital yesterday. The patient told her daughter this morning that she only goes a few drops at a time. The consumer also reported the patient programmer (pp) was not working. The consumer was upset about that procedure. It was reported that change in therapy/symptom was noted to be sudden. Consumer stated she tried using the pp this morning but it was stuck on one picture. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the patient¿s assisted living center in response to follow-up reported that they were unaware of any issues with the system or of any issues with the patient passing her urine. The call had been intended for the patient¿s daughter but the call had gone to the assisted living center; the daughter was not there and they could not provide her number. Furthermore, the individual who had answered the phone had just talked with the patient 30 minutes ago in the hall and was unaware of any issues.